Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excessive force is required to press the wake button and activate display. The customer's blood glucose level was not provided. The customer applied more pressure to the wake button to address the issue.